Manufacturer narrative:
(B)(4).

Event description:
Device evaluation was completed by animas on (B)(6) 2016. Investigation results were received by dexcom on (B)(6) 2016. The device was visually inspected and found no cosmetic flaw. The transmitter was placed on a walkabout box and paired with a pump. Functional testing did not confirm the reported event of transmitter failed error. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on behalf of the patient on (B)(6) 2015 to report that on (B)(6) 2015, their receiver displayed an error message for transmitter failure. There was no report of injury or medical intervention. No additional patient or event information is available.